Manufacturer narrative:
Patient reported the lot number of the hm16 catheter included inside the catheter care tray but did not know the lot number of the catheter care tray. Therefore the UDI information for the catheter care tray (hm16uk) is unavailable. Based on the lot number reported for the catheter itself this is the associated UDI information: item: hm16, lot: 181223-3, expires: 11-28-2021, manufacture date: 12-23-2018, UDI: (B)(4)

Event description:
Patient (user) contracted a urinary tract infection (uti). No problem was reported with the catheter or kit components. Patient said he uses the bzk wipes to clean the urethral entrance and he may be contaminating his gloves during the process. He is looking at other techniques and products along with his doctor to avoid the potential for contamination. Patient also has a very large kidney stone which could have caused his uti. Patient was prescribed an antibiotic and has recovered.